Manufacturer narrative:
Thv/tvt registry. (B)(4). As reported, a sapien 3 valve was placed within a mitral ring in the intended position; however, there was a mean gradient of 20 mmhg and some lvot obstruction from the displaced anterior mitral leaflet post valve deployment. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Obstruction of the left ventricular outflow tract can be caused by patient factors (anterior mitral leaflet protruding into the lvot, septal bulge) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, in addition to the procedure itself, patient factors (long anterior mitral leaflet, small lvot) likely contributed to the post deployment lvot obstruction and gradient. Due to the patient¿s frail condition, no actions were taken to the correct the lvot obstruction and the patient expired on pod2. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A valve in mitral ring procedure was performed due to a failing medtronic annuloplasty ring/band. During the transvenous procedure, a 29mm sapien 3 valve was deployed in a pre-existing mitral annuloplasty ring. The sapien 3 valve was seated ¿nicely¿ in the intended position using 2ml additional volume. Post valve deployment, no paravalvular leak (pvl) was observed. ¿some¿ gradient in the left ventricular outflow tract (lvot) was noted, but the patient remained hemodynamically stable. It was determined that some material from a long anterior leaflet was in the lvot, but this would not have been corrected with aortic valvuloplasty. A peak gradient of 40 mmhg and a mean gradient of about 20 mmhg were noted. It was noted to be a ¿relatively small amount of material¿. This was determined to be acceptable as it was improving the volume of the left ventricle. No further actions were taken and the procedure was completed. The patient was planned for extubation prior to transfer to the ICU. The patient was in stable condition at the time of transfer. On postoperative day (pod) 1, the patient¿s condition started to deteriorate. Possible surgical intervention to remove the anterior leaflet was discussed with the patient¿s family. Due to the patient¿s frail condition, the surgeon felt the patient would not survive the additional surgery. The patient¿s family decided on comfort measures. The patient expired on pod2. The cause of death was reported to be partial obstruction of the lvot / aortic valve.